Event description:
Healthcare professional reported that a "patient injected with volbella in tear trough reported blurred vision at time of injection. Patient was administered hyaluronidase, nitropaste, and compresses. Patient was advised to see ophthalmologist or emt for further evaluation but chose not to do either. Claimed condition has persisted" after they were injected with juvederm volbella? Xc. Upon investigation it was confirmed that the event "was the belotero filler not volbella in 2018." No other information provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).